Manufacturer narrative:
D4 lot no and d4 expiration date were updated. The investigation was unable to determine a specific root cause. Based on the provided qc results, the reagent performed within specification. There was no product problem identified. The customer has confirmed that the complained sample is from the same patient as reported in manufacturer report 1823260-2025-02478.

Event description:
There was an allegation of questionable elecsys hbsag ii results from the cobas 8000 - cobas e 602 module. The elecsys result was negative the hep b dna result was detected. On a vidas analyzer, the hbsag result was detected. The sequencing result was mutations were identified in the s gene region.

Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number was (B)(6). Sample material from the patient was requested for further investigation. The investigation is ongoing.